Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012 in the afternoon, he had lost consciousness and suffered a seizure. Patient hit a wall while parking and was found in his car by a police officer who called paramedics. Paramedics treated patient with an IV. At the time of his call to dexcom technical support, patient was feeling better. Patient who calibrates only every 2-3 days, against user's guide recommendations was also advised to calibrate every 12 hours according to user's guide recommendations.